Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd vial access device was damaged the following information was received by the initial reporter with the following verbatim : we have received a complaint from a customer, who claims that the pre-filled syringe could not be inserted into the powder vial because the cannula was too short. After our initial investigation, we could not locate any step that this could have happened. It was assumed that a possible root cause of the device¿s malfunction is a defective device from the supplier. Specifically, it seems that the spike tip is missing from the vial adapter

Event description:
No additional information.

Manufacturer narrative:
Investigation results: one 2205e-0006 sample was received for investigation. The customer reported that the product from lot 22095222 was unusable because "the spike tip is missing from the vial adapter". As part of the investigation, the customer provided photographs of the reported sample and analysis of the photographs confirmed the customer's experience where the vial adapter spike is missing. A visual inspection of the returned sample confirmed the customer's experience where the spike was identified to be damaged; a closer inspection confirmed the spike appeared to have broken away with stress marks visible. The details of this feedback were forwarded to the supplier and manufacturing site for investigation. A review of the production records for lot 22095222 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A definitive root cause for the observed damaged component could not be determined during the investigation, however the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with this customer being the only customer to provide this type of feedback against the 2205e-0006 product in the past 12 months.